Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported no images were displayed on the monitor. This rendered the system unusable. There is no report of injury or death associated with this event.